Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 50 mcg/ml at 17 mcg/day via an implantable pump for unknown indication for use. It was reported that there were no patient symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. Existing catheter was unable to aspirated so physician opted to revise catheter and replace with new segment. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial#(B)(6) implanted: (B)(6)2012 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 19-mar-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc; serial# (B)(6) implanted: (b)(6 2012; explanted: (B)(6) 2024; product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the physician concluded that existing catheter was not patent. Specific cause for catheter not being patent was not known. New catheter was placed and the physician opted to leave the existing catheter in place and not remove.